Event description:
It was reported that dissection occurred. Vascular access was obtained via a right femoral approach. Minimal lumen diameter (mld) at the right femoral head was 7.1mm. There was minimal tortuosity and little calcium along the vascular tract. The 14 f isleeve introducer sheath was positioned without issue and sutured into place. A 23mm non-bsc balloon was advanced, a single inflation for pre-dilatation was performed with no issues noted upon removal. The tip of the isleeve did not appear to have split as the large acruate valve was advanced. A split occurred at some point. The valve was positioned and deployed without difficulty. The delivery system was withdrawn to the descending aorta for closure and was withdrawn without issue. The isleeve was removed without the dilator. Upon removal, a small dissection close to the arteriotomy was noticed. The patient remained hemodynamically stable. A 8x40 non-bsc covered stent was placed. The patient was stable and doing well post procedure. It was further reported that the cause of the dissection was felt to be the edge of the isleeve. The tip was split and came back a distance of about an inch. Since the tip was split and the split came back a distance of about an inch, there was a rough edge that was felt to interact with the vessel as it was removed.

Manufacturer narrative:
Describe event or problem: updated.

Event description:
It was reported that dissection occurred. Vascular access was obtained via a right femoral approach. Minimal lumen diameter (mld) at the right femoral head was 7.1mm. There was minimal tortuosity and little calcium along the vascular tract. The 14 f isleeve introducer sheath was positioned without issue and sutured into place. A 23mm non-bsc balloon was advanced, a single inflation for pre-dilatation was performed with no issues noted upon removal. The tip of the isleeve did not appear to have split as the large acruate valve was advanced. A split occurred at some point. The valve was positioned and deployed without difficulty. The delivery system was withdrawn to the descending aorta for closure and was withdrawn without issue. The isleeve was remoed without the dilator. Upon removal, a small dissection close to the arteriotomy was noticed. The patient remained hemodynamically stable. A 8x40 non-bsc covered stent was placed. The patient was stable and doing well post procedure.